Event description:
It was reported that when attempting to connect the copilot with the syringe it does not connect. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Returned sterile devices were tested for loose connections with no anomalies noted. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect, and/or the port of the syringe being connected was compromised thus resulting in the reported loose/intermittent connection; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose/intermittent connection. There is no indication of a product quality issue with respect to manufacture, design or labeling. D09, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
It was reported that when attempting to connect the copilot with the syringe it does not connect. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided. Subsequently, after the initial was filed it was noted that another copilot was opened and noted to have the same defect not connecting with the syringe. There was no patient involvement and no clinically significant delay reported. No additional information was provided.